Event description:
It was reported that the user and the user¿s caregiver requested assistance with a factory reset of the ilet after inconsistent meal announcements and frequent pauses of insulin delivery, and they sought education on consistent meal announcing to support proper device adaptation; the event involved user technique issues and interaction with the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified related to improper or incorrect procedure or method in using the system and its user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.

Manufacturer narrative:
Initial.